Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, after the lead was placed in the target branch, the competitor guidewire that was used inside the lead could not be removed easily. Ultimately, with a little bit of force, it was removed. The lead remains in use. No patient complications have been reported as a result of this event.